Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, keypad overlay texture damage, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 4.3 mmol/l. The customer stated that she noticed a crack around battery compartment yesterday. The product was returned for analysis.